Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the patient¿s infusion system was explanted due to infection. Per the patient it was explanted in (B)(6) 2018. The patient stated the pump got infected right after it was put in, pus was coming out where the pump was. The patient stated they knew something was wrong since implant but the physician just gave them antibiotics and stated everything was fine. Per the patient the catheter was ¿popping out¿, he had pus coming out of the pump incision and now had a great big hole on his side where the pump used to be. The patient stated the they ¿grew something¿ but never told him what type of infection it was. The patient stated that the pump never helped with the pain and was told there was not enough dilaudid in the pump to help cover the pain which is why there was no pain coverage. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient was wondering if it was normal to have discomfort or pain around pump site. The patient was redirected to the healthcare provider (hcp) for medical advice. It was reported that the pump had never covered pain and the patient was experiencing sharp and burning pain when he bendedover. Increase in medication did not help. Her pump area was achy and sore. It was tender to touch all the time. The patient experienced infection after implant. The type of infection was unknown. The patient was given oral medication for infection. The patient was seeing a new hcp who stated that dilaudid would be the wrong medication due to the type of pain the patient had. No medical or therapy problem associated with small parts was reported. No further complication was reported.